Event description:
During evaluation and testing of the unit, the manufacturers field service engineer reported the exhalation flow sensor was out of specification, resulting in flows out of range. The service engineer replaced the exhalation flow sensor to address the finding. Applicable final testing was performed and passed to operating specifications.

Manufacturer narrative:
Device service pending.

Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the patient tidal volume was lower than set volume. The customer reported the patient circuit was changed but the reported problem was not corrected. The customer reported the device was in use on a patient and there was no patient harm. Completion of device evaluation and service is pending.